Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. It was noted that the patient fell over the summer, which caused the change in lead thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.